Manufacturer narrative:
Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1994, product type: extension. Product ID: 3982, serial# (B)(4), implanted: (B)(6) 1994, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implant ¿worked for a while but now it was causing problems on the side.¿ it was noted that the patient¿s implantable neurostimulator (ins) was working all together about 5 to 6 years ago. It was noted that the patient¿s right side, where the wires run up under her arms and down past the rib cage, was sore ¿as heck.¿ it was noted that when the patient sat down, the wires that go into the implant ¿felt like a burning inside the stomach on the right side.¿ it was noted that this occurred for several months. It was further noted that the patient had problems with the ins ¿coming on and cutting off by itself¿ but this didn¿t happen for very long. The patient experienced a loss of therapeutic effect and no stimulation sensation. It was noted that the patient needed the device removed because it was miserable.